Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt's mother reported that during (B)(6) 2010 and (B)(6) 2011, the pt had an issue with his blood glucose levels ranging from 200 to 600 mg/dl and did not have ketones, signs or symptoms. When the pt's blood glucose level was 600 mg/dl, they changed his infusion set. They were able to correct his blood glucose level to target. The reporter said the pt was using cartridges from an affected lot of recalled cartridges but does not remember any issue with leakage. She did say that once she stopped using cartridges from the affected lot, her blood glucose levels did decrease to target range. Troubleshooting revealed no infusion set issue. The pt denies scar tissue and rotates sites. The pump's basal and bolus deliveries matched his total daily dose. Pump settings were reviewed with the reporter and deemed accurate.